Manufacturer narrative:
No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had known valve area less than 0.6. Preventing successful delivery of impella. Device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that the impella was unable to cross the aortic valve. The valve area was severely restricted. Attempts using a buddy wire and v-18 for delivery were all unsuccessful.